Manufacturer narrative:
This report is submitted on february 16, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Plans to explant the device and reimplant the patient with a new device is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018.